Event description:
The customer contact reported a leak. An unspecified plumset was being used to deliver an unspecified medication, via a plum pump. At an unspecified time, the secure lock male adapter of the secondary tubing set was connected to the clave secondary port on the cassette of the plumset and was to be used to deliver an unspecified volume of packed red blood cells (prbc), at an unspecified rate. No specific pump programming parameters were provided. The customer contact reported that while connecting the secure lock male adapter of the secondary tubing set to the clave secondary port on the cassette of the plumset, an unspecified volume of blood leaked from an unspecified location of the secondary tubing set. The secondary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(6)